Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain due to eroded mesh, as well as, additional medical treatment and procedures. Additional information received from the physician's office on (B)(6) 2013, stated that the procedure on (B)(6) 2011, was performed at the summit healthcare regional medical center and urethral tape was implanted. The procedure on (B)(6) 2011, was performed at arrowhead hospital and pelvic reconstruction was performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of birth is unknown, however, the patient was reported to be over 18 years old. The device was implanted on either (B)(6) 2011. A second hospital was reported with this event; it is unknown at which the procedure occured: arrowhead hospital in (B)(6).